Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. Blood glucose was reported to have increased to 19 mmol/l (342 mg/dl) and the patient developed symptoms including high ketones levels of 6.6 mmol/l. According to the report, the patient followed her diabetic team¿s guidance to stop using the pod and switched to manual insulin pen injections. By 10:00 pm the same day, the patient¿s condition had not improved, prompting her to seek medical attention. She was subsequently hospitalized at an unspecified healthcare facility. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026. No further information regarding diagnosis and treatment during hospital admission was provided. Additional information has been requested, and a supplemental report will be submitted if received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.